Manufacturer narrative:
Clinical review: there is a potential temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of triple hernia with repair. However, it is unknown if the hernias were pre-existing prior to the patient being initiated on pd therapy or if the hernias developed during pd therapy. Only 4.9% of pd patients develop hernia after the initiation of dialysis. The type and location of the hernias are unknown. Patients on pd therapy are at risk of developing a hernia for several reasons including increased stress on the muscles of the abdomen. It is unknown if pd therapy exacerbated the patient¿s hernias. There is no allegation of a device malfunction or deficiency causing the patient¿s hernias. Based on the available information and no allegation or evidence of a malfunction or deficiency related to the hernias, the liberty select cycler can be excluded as the cause of the hernias. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During a follow-up call for a drain complication which was received during treatment on the liberty select cycler, this peritoneal dialysis (pd) patient reported undergoing a triple hernia repair on (B)(6) 2024. No further information was provided.